Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited a defective capacitor. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is faulty. Based on the log analysis, the bench repair technician determined that the capacitance value was low due to a defective capacitor. The brt recommended replacing the capacitor, but the customer has not accepted the quote and decided to cancel the repair of the device. Therefore, it was returned to the customer without being repaired. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective capacitor. The root cause of the defective capacitor could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The brt recommended the replacement of the capacitor, but the customer decided to cancel the repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.